Event description:
It was reported to philips by a customer that the unit had a backup alarm failed (ec 1104). Based upon the information provided, the device was in clinical use providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated the unit was turned in to biomed with error code 1104 (backup alarm failed). The biomed was unable to duplicate error code but wants to send unit in for service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The bench technician confirmed the customer complaint. The unit was left on for 8 hours and displayed error code 1104, primary alarmed displayed. The power management board is malfunctioning and reading low output voltage during test. The power management board was replaced. The system was tested and passed.